Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 10-jul-2024, it was reported that the patient experienced low blood glucose levels whereas paramedics came and given treatment for low blood glucose levels for 2.5 hours. The patient also reported that she was hospitalized due to low glucose levels and stayed at hospital from (B)(6) 2024 (3 days). The patient did not have a sensor when she was on low glucose levels as she was in manual mode. No further information available.